Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue comprehending the onetouch verio iq owner's booklet. The complaint was classified based on the customer care advocate (cca) documentation. The patient confirmed the subject manual was translated in the correct language; however, the patient alleged the owner's manual was "confusing." The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged product issue remained unresolved.